Event description:
It was reported that during interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.